Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message when connected to a power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, specifically error message (sf74) related to the software. Performance testing revealed an unresponsive touchscreen. The top case was replaced and device software upgraded to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf74 was due to a software issue and the unresponsive touchscreen was due to contamination of the top case connector during manufacturing. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message when connected to a power source. There was no patient injury reported as a result of this incident.